Event description:
This literature case describes the occurrence of menorrhagia ("menorrhagia") and fibromyalgia ("fibromyalgia-like symptoms") in a female patient who had essure inserted. Literature reference: das s, yoong wc, govind a, comment on [?]end of the road for essure?', bmj sexual and reproductive health, 2018, 44:1:(71-72). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and fibromyalgia (seriousness criterion medically significant). The patient was treated with surgery and surgery. Essure was removed. At the time of the report, the menorrhagia and fibromyalgia outcome was unknown. The reporter considered fibromyalgia and menorrhagia to be related to essure. The reporter commented: as per article patients who underwent surgery either had bilateral salpingectomy or hysterectomy and bilateral salpingectomy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts: menorrhagia: the analysis revealed 1339 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.